Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed leaking from dialyzer header from the venous end area. Estimated blood loss was 150cc's. Patient had no adverse effects and did not require any medical intervention.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.